Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached block h11: the device was not returned for analysis; therefore, a product analysis could not be performed. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the loop detachment of the device or device component was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality problem or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a cold snare device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, a metal piece of the snare came out of the plastic. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.